Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated via phone call they experienced low blood glucose of 18 mg/dl and emergency medical services had to be called twice within a month. The customer reported the first incident occurring on (B)(6) 2017 for blood glucose of 20 mg/dl and (B)(6) 2017. The customer did not mention much about (B)(6) 2017 but that their blood glucose was 18 mg/dl. The customer was treated with IV, and trouble shot for the event of (B)(6) 2017 which blood glucose was treated with IV. The customer was advised to speak to health care professional to discuss possible causes of low blood glucose and to monitor insulin pump and blood glucose levels. The insulin pump will not be return for analysis.